Event description:
Reporter calling, stating she has concerns about an unusual lump in her left breast. She states that her healthcare provider is also concerned about the lump and they are currently trying to determine if the lump is cancerous or not. Reporter states the lump is evident on palpation and is also painful. Reporter states she had an MRI (magnetic resonance imaging) in approximately "(B)(6) 2018" where "problems" were first noticed with the implants. Reporter states that in (B)(6) 2023, she noticed breast pain and the lump in her left breast, and immediately sought medical treatment. Reporter has concerns if her breast implants are recalled and is considering explant based on the outcome of additional medical treatment and subsequent healthcare provider advice. Reference report: mw5145367.